Event description:
It was reported that the pacing impedance on this lead was out of range (>3000 ohms), no threshold could be measured, and the x-rays showed a kink in the distal part. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 9 cm distal to the is-1 connector pin. The proximal and the 46 cm long distal lead fragment were returned. In between a medial segment was missing. The available lead fragments were visually inspected. The inner conductor coil was stretched and protruded approx. 2 cm from the distal lead fragment. The inner conductor coil showed a fracture at the distal end. The lead tip was missing. The insulation at the distal end of the distal lead fragment was breached. Based on the findings and the event description it is reasonable to assume that a fracture between lead tip and ring electrode led to the reported clinical observation. The characteristics of the damages indicate severe mechanical stress of the lead in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.